Event description:
Analysis of the returned device found that the ptfe coating on the subject catheter was found peeled in multiple area. There were no clinical consequences to the patient reported as a result of this event and procedure was completed successfully

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire was found to be kinked/bent 13 cm and 23 cm from the proximal end. The core wire distal end was observed through the distal tip dome. The guidewire ptfe coating was noted to be peeling in multiple areas to 29 cm from the proximal end. The hydrophilic coating was hydrated and there were no anomalies noted. The torque device was not returned. During functional inspection, the guidewire was passed in the torque test. The torque device was attached without difficulties and the demo torque was used. The guidewire was passed the distal tip poor shape retention functional test . The tip was shaped as per direction for use without difficulties. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the dfu, continuous flush was maintained throughout the procedure, the torque device was able to be tightened and loosened as required, a microcatheter was used with the subject device, the anatomy was not tortuous, no friction/resistance was encountered during the procedure, and the issue occurred in the internal carotid artery while trying to enter the aneurysm. During analysis, the returned guidewire was found to be kinked/bent 13cm and 23cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 29cm from the proximal end. No other anomalies were noted. A demo torque device was able to be attached to the guidewire without any difficulties and the tip was shaped as per the dfu without any issues. Therefore, the as reported 'guidewire torque problem' and 'guidewire distal tip poor shape retention' were not confirmed as these issues included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. An assignable cause of 'handling damage' will be assigned to the as analyzed ¿guidewire ptfe coating peeling¿ and 'guidewire kinked/bent' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.